Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The customer reported an error in the image during an unspecified procedure involving an olympus colonovideoscope. There was no patient injury reported.